Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed poor sensing, failure to capture, and dislodgement verified x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, "decreased sensing and loss of capture". As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.